Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's side and knee to hurt since (B)(6) 2018. Also, when they would move or talk or laugh or cough, the device would shock them, which would intensify if they turned to the right or to the left. The patient saw their doctor on (B)(6) 2019, and the doctor wanted the patient to get a MRI of their back because they think the device was causing these issues. Also, the rep had told the patient that the device needed to be reprogrammed. The patient was scheduled to see the rep on (B)(6) 2019 for reprogramming to try and resolve the shocking. Troubleshooting could not be done on the call because the programmer wasn't available. MRI guidelines were requested. It was explained that the programmer would be necessary to determine what their MRI eligibility was. It was noted the patient would call back later to provide device information. No further complications were reported or anticipated.